Event description:
Event desc: screwdriver tip broke inside screw for acetabular cup. Shaved screw head off with high speed burr.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then, it will be submitted in a supplemental report.